Event description:
It was reported that during a transurethral resection of the prostate procedure, after 10 min lasering, the fiber tip broke. Then, a second fiber was used and after 7 minutes of lasering, this fiber broke. Due to this, the procedure was completed using another device. There were no patient complications. This complaint is for the second broken fiber.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber identified the connector cone, segments, and tabs are in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The microscopic analysis determined the glass cap exhibited mild devitrification at the output window, a is normal degradation of the fiber which occurs through use of the fiber and should not be considered a failure mode. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber and the fiber connector test passed. Based on analysis results the fiber showed signs of normal usage. There was no fiber damages identified that could have caused or contributed to the reported. The alleged fiber break complaint cannot be confirmed. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a transurethral resection of the prostate procedure, after 10 min lasering, the fiber tip broke. Then, a second fiber was used and after 7 minutes of lasering, this fiber broke. Due to this, the procedure was completed using another device. There were no patient complications. This complaint is for the second broken fiber.